Event description:
It was reported that the device showed the error message: "flow bubble sensor is defective". The failure occurred during training. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the device showed the error message: "arterial bubble sensor is defective" without any visible damage on the sensor or the cable. The failure occurred during training, which was then forced to stop. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023. The ch flowboard digiflow-mini was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The analysis of the log files could confirm that the error message "arterial bubble sensor is defective" occurred multiple times on the date of event. The same failure was already investigated by getinge life-cyle-engineering. In order to determine the most probable root cause the digiflow pcb was sent to the supplier emtec gmbh. According to that investigation all scans were faulty. In addition it was confirmed that the dc-offset was in a negative range. The most probable root cause is that the digiflow mini was damaged by electro static discharge (esd). According to the instruction for use of the cardiohelp device, chapter 5.3 "connection the sensors" it is stated to ensure that the connected sensors are not defective. The device was manufactured on (B)(6) 2021 the device history record (DHR) of the cardiohelp was reviewed on (B)(6) 2023. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "error message: arterial bubble sensor is defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.